Event description:
It was reported that an asymptomatic patient presented via a remoted transmission showing nun-sustained right ventricular over-sensing due to post-paced t-wave over-sensing. Programming changes were discussed but not made at this time.